Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system recorded a lead safety switch (lss) due to high out of range right atrial (ra) lead impedance measurements. The ra impedance had been elevated for a couple of years. Technical services (ts) was consulted and recommended further monitoring. This crt-p system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system recorded a lead safety switch (lss) due to high out of range right atrial (ra) lead impedance measurements. The ra impedance had been elevated for a couple of years. Technical services (ts) was consulted and recommended further monitoring. This crt-p system remains in service. No adverse patient effects were reported.